Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, right after the reload insertion at the trocar, the surgeon tried to open the reload to position in the tissue but it got stuck. It was taken out and another reload was used and worked perfectly. On the second fire, this episode happened again with another reload from the same lot as the first one presented the same problem. Another reload was used to complete the case. There was no patient injury.